Manufacturer narrative:
To correct information submitted within a previous medwatch report, cook's flexor raabe guiding sheath was noted to have separated at both the shaft and the hub of the device. No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. It was confirmed that the device will not be returned. Investigation - evaluation reviews of the specifications, instructions for use (IFU), manufacturer¿s instructions, drawing, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, specifications, drawing, and quality control procedures were conducted, and no gaps were discovered. The device is shipped with instructions for use, which instruct the user to choose a sheath size large enough to accommodate the maximum outer diameter of any device used through the sheath to ensure compatibility of the devices. In addition, the IFU states that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU also states that reinsertion of the dilator prior to removal of the sheath, ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Furthermore, the IFU instructs, "upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and no product returned, investigation has concluded that the cause of this event cannot be traced to the device, but rather to the patient condition and use of the device. The device was reportedly advanced through the patient¿s highly calcified anatomy and the user failed to reinsert the dilator prior to removal of the device, despite meeting resistance. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Investigation / evaluation update: the device history record for lot: 9713200 records 1 non-conformance for shaft damage. Cook concluded that the recorded non-conformance is not related to this incident, as the non-conforming product was dispositioned as scrap. A database search revealed this complaint to be the only reported complaint associated to the complaint lot number: 9713200. A previously closed CAPA determined that forced advancement through restrictive anatomies and failure to reinsert the dilator prior to device removal are both primary contributing factors to sheath separations. The investigation conclusion for this event thus remains unchanged after evaluation of all information received since the previous report. A CAPA has been previously initiated and remains open to further investigate this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. Cook has notified appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received via medwatch 3500a on 21may2020. The procedure was an angiogram of the left lower extremity. At the end of the case as the physician was exchanging the sheath, using fluoroscopy, the complaint device began to fracture and "peel apart" upon removal. After removal, it was noted that part of the sheath remained in the patient. Multiple attempts were made to retrieve the separated portion of the device, which was ultimately snared and removed. The patient was transferred to recovery in stable condition, and was later discharged to home.

Manufacturer narrative:
Per the initial reporter, it is unknown if the device will be returned. Occupation: non-healthcare professional. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a flexor raabe guiding sheath separated and uncoiled upon removal. No tortuosity or scarring was reported, however severe calcification was noted in the target vessel. It is unknown how long the sheath was in place or what other ancillary devices were being utilized through the sheath. However, the physician did confirm that the dilator was not reinserted into the sheath prior to the removal attempt. The physician pulled the device from the hub during removal, with noted resistance, when the device uncoiled inside the patient. The separated segment was ultimately removed using forceps. The patient is reported to be "fine" and did not experience any blood loss as a result of this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.